Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. There was no asystole. There was one spike in the impedance measurement. The lead and device were surgically abandoned and replaced. No adverse patient effects were reported.